Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: malfunctions were observed in the logs. The logs appear corrupted as data only shows for (B)(6)2020 without any date changes. The patient reported the malfunctions occurred on (B)(6)2020. This resulted in the logs from (B)(6)2020 being unavailable for review. Therefore, the bg levels for (B)(6)2020 could not be identified. As such, the complaint could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 37 mg/dl. Bg cause was not known. Customer declined to provide further information or undergo troubleshooting.